Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 16-mar-2016 from an adult (>=18y & <65y) female consumer and forwarded to bayer on 04-aug-2016. Her concomitant condition included nickel allergy. On (B)(6) 2011, essure (fallopian tube occlusion insert) was placed. The consumer was (B)(6) at time of placement procedure. She reported experiencing pain in pelvic/hips (area), lower back pain, strange taste in mouth, pain in legs and feet, chest pain, neuralgia, dizziness, mood swings or emotionally out of balance, brain fog, swollen abdomen, hair problems, heavier menstruation, tingling , cysts in the fallopian tubes, bacterial vaginismus, rheumatoid arthritis, fibromyalgia, muscle spasms, scar tissue formation in spinal marrow, and spotting. The time till start of complaints was reported as 24 months after insertion but she did not specify for one of the events. She referred work related problems but did not specify it for one of the events. The consumer consulted the following physicians and received the following treatments: physiotherapy, mensendieck, osteopath, chiropractor, neurologist, orthopedist, rheumatologist, pain policlinic, nerve block, injection in hip, and ultimately decided to have essure removed. She had essure removed along with both fallopian tubes and uterus. She stated she was recovering. Company causality comment: this spontaneous case report was received via regulatory authority and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvic area. Essure along with fallopian tubes and uterus were removed. Consumer is recovering. Pain in pelvic area is listed in the reference safety information for essure. Pelvic, abdominal, back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pain in pelvic area and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Follow-up received on 03-oct-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medicals events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report was received via regulatory authority and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvic area. Essure along with fallopian tubes and uterus were removed. Consumer is recovering. Pain in pelvic area is listed in the reference safety information for essure. Pelvic, abdominal, back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pain in pelvic area and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Other non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible.